Event description:
It was reported that the customer stated that the foley failed. The balloon would not deflate prior to removal. The staff member removed the balloon, and it caused a small amount of bleeding. There was no permanent injury to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Anti-microbial all-silicone foley catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the customer stated that the foley failed. The balloon would not deflate prior to removal. The staff member removed the balloon, and it caused a small amount of bleeding. There was no permanent injury to the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with connected sample port connector, inlet tubing, and meter drain bag. Visual inspection of the sample noted that the inflation valve was cut off on receipt. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but great difficulty was encountered when advancing the solution. Only a small quantity of solution entered the balloon. The balloon was subsequently dissected to find the inflation notch was not completely perforated. This is out of specification per inspection procedure, which states, "verify that the eye punches are complete and notch according to the applicable drawing." A potential root cause for this failure could be, ¿inadequate pressure on the machine to punch.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Anti-microbial all-silicone foley catheter".

Event description:
It was reported that the customer stated that the foley failed. The balloon would not deflate prior to removal. The staff member removed the balloon, and it caused a small amount of bleeding. There was no permanent injury to the patient.